Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen had gone blank after the pump had been exposed to water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/13/2013: the device was returned to animas and evaluated by product analysis on 08/26/2013 with the following results: pump has visible moisture in the display lens. Pump has no audible and no vibratory sounds. Pump does not power on to the verify screen and the display screen remains blank. Unable to download the black box data and pump history. In-house leak test revealed leak due to crack between upper right corner of the display lens and the case seal. Unable to test keypad functions and audio bolus button feature due to inability to power on the pump adn internal moisture damage. Removed the pump cover; internal moisture confirmed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.